Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were not confirmed on (B)(6) 2016, but a bg level of 62 mg/dl was confirmed on (B)(6) 2016. Alert 11 (incomplete bolus work flow) annunciated right after bg level of 62 mg/dl was entered into the pump. User requested "tubing fill" and "cannula fill" without conducting a cartridge change sequence. User made bolus requests without entering current bg level. There were no erratic basal rate adjustments. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, this could cause bg levels to drop. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The t:slim x2 pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer woke up with a low blood glucose level of 62 mg/dl. The customer consumed carbs to treat the low bg level. The contact stated that the customer may have went to bed with a bg level that was too low and the customer's bg had decreased while asleep. The contact declined to troubleshoot the low bg. Tandem technical services recommended to consult with their healthcare provider about the low bg occurrence. Additionally, the contact reported that the customer received an incomplete bolus alert. Tandem technical services educated about the incomplete bolus feature and the customer acknowledged that the screen remained opened for longer than 90 seconds.